Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2006: (B)(6), md. Radiology ¿ CT abdomen/pelvis. History: abdominal pain since 1-day. Evaluate for incarcerated bowel. Findings: ventral hernia at the level of the umbilicus in the midline containing short loop of the small bowel suggestive of impending incarcerated bowel. Note that the neck of the hernia measures about 3 cm in transverse and craniocaudal dimension. (B)(6) 2006: (B)(6), md. History and physical. Acute onset of abdominal pain associated with nausea, vomiting. Pains have been unrelenting. CT scan reveled incarcerated hernia within abdomen. Exam: abdomen: protuberant with tenderness right of umbilicus. Impression/plan: incarcerated ventral hernia. Laparoscopy, possible laparotomy. History of asthma. (B)(6) 2006: (B)(6), md. Operative report. Preoperative diagnosis: incarcerated ventral hernia. Postoperative diagnosis: incarcerated ventral hernia. Anesthesia: general. Operation: laparoscopic reduction and repair of incarcerated ventral hernia. Indication: this is a 56-year-old, morbidly obese, white female presenting to the emergency room with an incarcerated small bowel obstruction. Laparoscopic repair with the possibility of open surgery was explained to the patient and accepted. Findings at the time of surgery: the patient had a massive amount of omentum that was incarcerated a midline incision defect. With this was also a piece of small intestine which was causing a bowel obstruction. The omentum was delivered in its entirety outside of the defect, however, there was a fair amount of bleeding that was occurring from theses cut edges which required several surgical clips to control. Procedure: ¿the patient was brought to the operating room, placed in the supine position and placed under general anesthesia. Her abdomen was prepped and draped in the usual sterile fashion. Initially a 5 mm optiview port was placed in the left upper quadrant of the abdomen. The abdomen was insufflated with 4 liters of carbon dioxide gas. Once this was performed, additional 12 mm port was placed on the left lateral portion of the abdomen, another 5 mm port in the left lower quadrant. Through this, the hernia was identified and dissection ensured, carefully mobilizing the small bowel out of this defect. No colon was within it, but there was a significant amount of omentum which has herniated up through this fairly small, I would estimate it about 3 x 3 defect. Using a hand-over-hand maneuver I was able to remove this. It did require some dissection and transection of the omentum. She did have some bleeding from these areas and at the time, this was somewhat difficult to isolate as it retracted back into the abdominal viscera. I did find this eventually and placed several surgical clips near the transverse colon to take care of this. The small bowel appeared to be without any injuries. Due to the amount of entrapment and the fear of infection, I did not use mesh in this situation due to the acute nature of the presentation. I then took 0 prolene sutures and primarily closed the defect with tie knots. Once this was complete, the amount of severed omentum had to be removed using multiple specimen bags and enlargement of a left upper quadrant port to allow these to be removed. Once this was performed, I did re-inspect an area of pooling of blood near the transverse mesocolon which appeared to be some oozing from a pulsatile omental bleeder which was clipped. Blood was suctioned free. No further bleeding was identified. Pneumoperitoneum was released and the ports were removed. The left upper quadrant port, which was enlarged, was closed with 0 vicryl suture. The skin was approximated with skin staples. Marcaine was injected into the wounds. Patient tolerate the procedure well.¿ (B)(6) 2006: (B)(6), md. Radiology ¿ CT abdomen/pelvis. History: acute painful swelling in right peroneum [sic]. Concern for vaginal or perirectal abscess. Impression: there is a focal inflammatory thickening of the inferolateral aspect of the vagina near the introitus. This obscures the rectum at this level. This may represent inflammation at this point rather than a fluid abscess. Expected postsurgical changed in the recently repaired anterior abdominal wall hernia sac. Tiny amount of free fluid in the pelvic cul-de-sac of doubtful significance. (B)(6) 2006: (B)(6). Radiology ¿ CT abdomen/pelvis. Clinical date: pain, umbilical region. ?recurrent [sic] ventral hernia. Impression: abdomen and pelvis reveals several focal fluid collections most likely representing seromas. No evidence for recurrent hernia. (B)(6) 2006: (B)(6), md. Radiology ¿ CT abdomen/pelvis. History: right lower quadrant abdominal pain. History of incarcerated hernia repair. Impression: interval resolution of three small seromas or hematomas in the anterior abdomen since 03/01/06 but now apparent is a small recurrent or residual periumbilical hernia containing loops of unobstructed unincarcerated contrast-filled small bowel. (B)(6) 2006: (B)(6) , md. History and physical. Presented to emergency room (B)(6) 2006 with incarcerated ventral hernia. Underwent laparoscopic ventral hernia repair. Due to incarceration, he did not use mesh at that time. Had done well postoperatively. A couple months ago, developed signs and symptoms of stomach flu, had vomiting and severe diarrhea. Felt she may have ruptured hernia at that time. Presents with recurrence of her ventral hernia near umbilicus. CT scan reveals hernia to measure approximately 3.7 cm with a loop of small bowel within. No evidence of obstruction. Presents for laparoscopic ventral hernia repair. History of cesarean section x3, open cholecystectomy, appendectomy, vertical gastroplasty. Exam: abdomen: morbid obese, hernia that is near umbilicus, reducible. Impression: ventral hernia. Plan: laparoscopic hernia repair. (B)(6) 2006: (B)(6) , md. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Procedure performed: laparoscopic ventral hernia repair. Anesthesia: general endotracheal by dr. Bormes. Estimated blood loss: minimal. Operative indications: 57-year-old woman who presented to the emergency room back in february with an incarcerated ventral hernia. She underwent a laparoscopic primary ventral hernia repair. She has developed a postoperative hernia. She now presents for elective repair. Procedure in detail: ¿after informed consent was obtained the patient was brought to the operating room, placed in the supine position. General endotracheal anesthesia was obtained. The patient¿s abdomen was prepped and draped in the usual sterile fashion. A time-out was performed. A small transverse incision was created in the left upper quadrant. Using a 5-mm port an [sic] the optiview device the abdomen was entered. The abdomen was insufflated to 15 mmhg carbon dioxide gas. There were a large amount of adhesions to the upper abdominal wall. Near the umbilicus there was a small defect that contained a loop of bowel. Upon pressuring externally on the abdominal wall I was able to reduce the loop of bowel back into the abdomen. There was a small amount of omental fat within the hernia defect. A 5-mm port was placed in the left lateral abdominal wall. Using a grasper I was able to pull this fat out of the defect. A 10-mm port was also placed within the left abdominal wall. A spinal needle was used to measure the perimeter of the hernia defect on the skin. A circle was drawn out 4 cm in radium larger than the defect. This measured approximately 13 x 13 cm. A piece of dualmesh plus was brought onto the field and trimmed to size. Four sutures of 0 prolene were placed on each of the corners. The mesh was rolled and introduced into the abdomen through the 10-mm port. It was unraveled within the abdomen. A suture passer device was used to bring each of sutures up at the four corners. The mesh was pulled taut. The sutures were then tied. Then using a tacking device the circumference of the mesh was tacked up to the anterior abdominal wall. Two 5-mm ports had to be placed on the right lateral abdominal wall in order to assist with tacking. Once this was performed further 0 prolene sutures were placed around the perimeter of the mesh. Two were placed in between each of the corner sutures. These were all tied. The mesh appeared taut against the anterior abdominal wall. There was good hemostasis. There was no evidence of bowel injury. The abdomen was allowed to deflate. The ports were removed. The skin was anesthetized with local. The wounds were closed with staples. Sterile dressings were applied. Patient was awoke from anesthesia and transferred to recovery without incident. All sponge and instruments counts were correct at the end of the case.¿ (B)(6) 2006: (B)(6) . Surgical record. Implant record. Msh dual 18x24 1dlmcp06 - log18156. Type: implant. Inv item: msh dual 18x24 1dlmcp06. Used: 1. Lot no: 04166634. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/04166634) was implanted during the procedure. (B)(6) 2006: (B)(6) , md. Discharge summary. Discharge diagnosis: ventral hernia. Hospital course: hernia recurred. Tolerated procedure well. Postoperative day 1, patient had significant pain. Tolerating clear liquids. Ambulating. Postoperative day 2, felt much better. Oral pain medicine was controlling her pain. Discharged home in good condition. Follow-up 10/04/06. I asked her to wear her abdominal binder at all times and to refrain from any heavy lifting. (B)(6) 2008: (B)(6) , md. CT abdomen/pelvis. History: lower abdominal pain. Impression: when compared to 2006, there has been interval surgical repair of the umbilical hernia previously seen. (B)(6) 2016: (B)(6) , md. Radiology ¿ CT abdomen/pelvis. Indication: shortness of breath. Obesity. Weight gain. Findings: postoperative changes from midline abdominal hernia repair. No new hernia identified. (B)(6) 2017: tcn radiology. Fox valley, sc. Radiology ¿ x abdomen kub. History: nephrolithiasis. Findings: multiple surgical clip in abdomen. Status post hernia repair. (B)(6) 2017: (B)(6) , md. Operative report. Preoperative diagnosis: history of vbg [vertical banded gastroplasty], failed, morbid obesity bmi 55, obstructive sleep apnea, diabetes mellitus type 2, hypertension, arthritis. Postoperative diagnosis: same with dense adhesions. Procedure(s): laparoscopic conversion of vertical banded gastroplasty to roux-en-y gastric bypass with 120 cm roux limb, 25 mm gastrojejunostomy and 15-30 cc gastric pouch. Laparoscopic partial gastrectomy. Laparoscopic lysis adhesions 75 minutes. Intraoperative endoscopy. Anesthesia: general. Assistant: georgen, raymond f., md. Estimated blood loss: 200 cc. Total IV fluids: 2000 ml. Specimens: partial gastrectomy. Complications: none. Findings: dense adhesions were encountered from previous vbg, from previous cholecystectomy and from previous ventral hernia with mesh. Difficult dissection was achieved between the stomach and the liver. A partial gastrectomy was needed to remove 60% of the stomach. Disposition: to recovery then to sixth floor. Condition: excellent. Indications: patient is a pleasant female with a history of a failed vertical banded gastroplasty with continued morbid obesity with a bmi of greater than 55 and multiple comorbidities. Patient has elected to proceed with conversion to roux-en-y gastric bypass. She understands the commitment needed and make the surgical tool a success [sic]. She understands the risk and increased risk because of the revision surgery. She understand these risks include death. She understand these and other risks. She understands the options available including medical and surgical options and has elected this option. She has been cleared medically surgically and psychologically. She has completed the informed lecture patient contract patient test office and hospital consent. Procedure: ¿following general endotracheal anesthesia, patient was placed in the supine position and prepped and draped in the bilateral nipple line to the bilateral groin crease. A 5 mm incision was made in the left subcostal position and a 5 mm applied medical tract visualizing and insufflating port was use the peritoneal cavity [sic] and insufflate the abdomen up to 18 mmhg. An additional 5 mm port was placed in the left flank because there was dense adhesions noted in the left upper abdomen the right subcostal position from the previous open colon and the previous ventral hernia with mesh in the lower abdomen. Over the course of 75 minutes meticulous lysis of adhesions was performed without any injury to the bowel. Adhesions involved the liver the colon the small bowel the abdominal wall the mesh the omentum and involved loops of small bowel attached to each other. These were all carefully taken down over the course of 75 minutes. 5 additional ports were placed which were all 12 mm ports. One was at the gallbladder fossa. One was at the right of the falciform ligament. One was at just above the umbilicus. The other 2 were at the left mid rectus and left subcostal position. The nathanson retractor was placed at the subxiphoid position and used to retract the left lobe of liver. This was held in place using the iron intern. Next once the adhesions were carefully taken down the dissection was started between the liver and the stomach. Dense adhesions were noted particularly with dissecting out the silastic band portion of the vertical banded gastroplasty. The silastic band was carefully and meticulously dissected free in its entirely. Dense adhesions involving the anterior posterior stomach were carefully dissected free the lesser curve was freed up so that the entire stomach was free up to the gastroesophageal junction. Next the greater curvature was taken down and the posterior attachments were carefully taken down. Dissection was also carried out along the staple line only up to the angle of his. Once this was achieved anterior and posterior dissection was continued on proximal stomach. A point proximal to the location of the band was chosen for transection and 3 green echelon with veritas tape was referred across this point to divide the stomach. The proximal portion stomach was then opened up and the 25 mm sigler stapler anvil attached to 0 silk suture was passed along the staple line on the lesser curve side up to the proximal stomach. Following gentle auchter cautery the silk suture was used to pull the anvil stem through at the location of the proximal stomach which would later be, the pouch. The suture was removed and discarded next a 60 echelon stapler was fired along the lesser curve side of the staple line only up to the inguinal this [sic]. These were all green echelon with veritas staplers next a gold echelon with veritas was fired below the level and will to complete the pouch and the size of the pouch was approximately 15-30 cc. The pouch was pink and completely viable. Both segments of the stomach were removed without any difficulty. These were sent for specimen timeout as subtotal or partial gastrectomy. Aggressive irrigation was performed and was no evidence of any active bleeding. Next the ligament of treitz was identified and the small bowel was transected approximately 30 cm distal ligament treitz using white 45 stapler. A white 45 stapler with veritas was fired down the mesentery to further free up the future roux limb. 120 cm was measure on the distal limb and this was brought together to the proximal limb to create the jejunojejunostomy. Very much enterotomies are made at this location and white 45 stapler was fired destruction. 2 additional white 45 staplers were fired in a transverse manner to close the defect. Once the jejunojejunostomy was completed the anastomosis reinforced proximally and distally using 3-0 vicryl sutures in the timeout. A small serosal tear noted was also repaired with a 3-0 vicryl suture and the time [sic] not just adjacent to the jejunojejunostomy. The jejunojejunostomy mesenteric defect was closed with figure 8 2-0 prolene sutures x 2 in the time-out device. The roux limb was further prepared by taking down the mesentery for 4 cm using the harmonic scalpel. The antecolic passageway was created by dividing the omentum down to the colon. The roux limb was then brought to the antecolic passageway and opened and its distal extent with harmonic scalpel. The 25 mm circular stapler working component was advanced to the left rectus port and into the end of the small bowel advance proximal to be 5 cm. This is protruded through the antimesenteric location connected the anvil and tightened down. This was then fired to create the 25 mm gastrojejunostomy. This was a non-buttress gastric jejunostomy. The gastrojejunostomy was reinforced anteriorly using running 3-0 vicryl suture and the lapra-ty. The anatomy was inspected from gastrojejunostomy and jejunojejunostomy. The anatomy was appropriate for roux-en-y gastric bypass also stabilized dissecting points including the lysis of adhesion sites were carefully inspected for bleeding and none were noted aggressive irrigation was performed site. There is no evidence of any bleeding. Next the potential space between the roux mesentery and the transverse mesocolon of peterson space was closed with running 2-0 prolene the time-out device. Intraoperative endoscopy was performed with a bowel clamp distal gastrojejunostomy and there was no evidence of any leaks. The size of the pouch is approximate 15-30 cc and approximately 3 cm in length along the lesser curve. There was nones [sic] any bleeding. The scope easily made through the anastomosis. The excess air was removed via the endoscopy and the axis irrigation within the cavity was carefully removed with the suction irrigation device. Again all sites were carefully inspected for bleeding and none were noted. A 19 french blake drain was placed in the right upper quadrant port site along the underside of the liver to the junction of the diaphragm and the gastrojejunostomy. The skin place using 2-0 nylon suture in up to bulb suction. Next suture closure device was used to place a suture in the left mid rectus port is placed and then tied down the site wasn¿t injected with marcaine and irrigated with betadine and saline the remainder sites were injected with marcaine and irrigated only with saline. Each the ports were then closed with skin clips covered with dressings that it should be noted that nathanson retractor was used to retract the left lobe liver and this was removed at this time. Patient tolerance [sic] procedure well. All counts were correct x3. The results were discussed with the patient and family patient taken recovery further transferred to the sixth floor.¿ (B)(6) 2017: (B)(6) , md. Radiology ¿ CT abdomen/pelvis. History: mass, lump or adenopathy. Impression: postsurgical changes of prior central hernia repair. Loculated fluid collection/abscess at the postsurgical site which appears to be limited to the abdominal wall/musculature with mild underlying intraperitoneal fat stranding. Gastric postsurgical changes with small hiatal hernia. (B)(6) 2017: (B)(6) , md. Radiology ¿ ultrasound guided aspiration ventral abdominal wall. Indication: pain, redness and swelling over right periumbilical region. Abnormal CT scan concerning for subcutaneous abscess. Diagnosis: abdominal wall fluid collections, abscess, infection, positive culture findings in wound. ??/??/??: [missing records: records for ¿positive culture findings in wound¿ were not provided.] (B)(6) 2018: (B)(6) , md. History and physical. History of previous ventral hernia with mesh and now with large pannus which has caused difficulty with functional and hygiene issues. This occurred despite diligent management with hygiene. She has lost a great deal weight and this pannus is causing pulling on the hernia site as well as the patient's back. Does have some abdominal pain at site of previous surgery. Very large pannus with no evidence of any infection currently. Weight 224 lbs, bmi 40.97. Exam: abdomen: mass present, no hernia. Possible but no definite hernia. Impression: abdominal pannus with hygiene and functional issues. Possible underlying hernia with previous history of repair with mesh possible need for additional repair of any hernia. (B)(6) 2018: (B)(6) , md. Operative report. Preoperative diagnosis: panniculitis, probable infected mesh. Postoperative diagnosis: same. Procedure: abdominal plasty, panniculectomy, repair of a recurrent incarcerated ventral incisional hernia, removal infected prosthetic material our [sic] mesh, debridement of skin, subcutaneous tissue scar tissue fascia muscle and abscess cavity, lysis of adhesions 20 min. Indication for procedure: large abdominal pannus and probable infected mesh in [sic]. Anesthesia: general. Anesthesiologist: groutage, frederick, l., md. Crna: neta nyle c., crna. Infection status: patient has an abscess at the surgical site. Urine output: adequate. Fluids: crystalloid. Drains: blake drain x2. Estimated blood loss: 150 cc. Complications: none. Specimens: abdominal pannus. Infected gore-tex dual mesh with abscess cavity. Abscess cavity with devitalized subcutaneous tissue, scar tissue, fascia, muscle. Preoperative antibiotics: given. Findings: large abdominal pannus removed greater than 13 lb. Infected gore-tex dual mesh previously placed laparoscopic by dr. Schultz. Abscess cavity completely removed and debrided. Mesh completely removed. Intra-abdominal lysis of adhesions over 20 min. Primary repair of incarcerated central incisional hernia involving the small bowel which was reduced prior to closure. This was repaired primarily because the fascia was extremely redundant. A 2nd layer or abdominal plasty was performed over the top of the hernia repair which further tightened up the redundant fascia. Procedure description: ¿following general endotracheal anesthesia patient was placed in supine position. Patient has palpable bilateral line down to the anterior thighs. The inferior incision for the inferior aspect of the horizontal component of the panniculectomy was delineated with a marking pen and this incision was made with a scalpel. The bovie was used to continue the dissection down to the fascia and the dissection was continued along the abdominal fascia up to the previous hernia repair at the level of the umbilicus. This continued above the umbilicus for the full extent of the hernia. The dissection was continued all the way up to the xiphoid at the midline and to the bilateral costal margin. The superior incision for the horizontal component of the panniculectomy was then made from the right flank across the midline to the left flank. This removal resulted in an elliptical segment of skin and subcutaneous tissue which contained scar tissue from the hernia repair. Bilateral triangular subcutaneous tissue and skin flaps were removed from the bilateral midline as part of the vertical component of the panniculectomy. This removed the redundant skin and subcutaneous tissue from the flanks. Next attention was focused on the infected mesh the fascia at the midline with this mesh was placed was constricted and this was incised with a scalpel and opened into the peritoneal cavity. Infected mesh was encountered. This was infected gore-tex dual mesh. The entire mesh and spiral clips were removed. The point suture was also removed. Devitalized skin, subcutaneous tissue, fascia, muscle, scar tissue and abscess cavity were completely excised leaving only healthy fascia and muscle. Because of the abdominal plasty there was a great redundancy in the fascia and this could be approximated with interrupted mattress 1 vicryl suture resulting in an excellent repair. It should be noted that this was done after approximately 20 min lyse adhesions involving the small bowel to this segment. We had been incarceration and this mesh and abscess but this was completely reduced without any difficulty. Intra-abdominally be size [sic] adhesions was no other abnormalities noted. Next the primary repair with the interrupted mattress 1 vicryl sutures was performed. The abdominoplasty then was performed with running looped 0 nylon suture from the xiphoid to the pubic symphysis. This resulted in a secondary closure of the hernia repair. An excellent result was achieved. Bilateral 19 french blake drains were placed and secured in place using 2 0 nylon suture. These were crisscrossed in the subcutaneous space. Arixtra was placed to assist with subcutaneous seroma formation and bleeding. 1 vicryl sutures were used to approximate the vertical skin and subcutaneous flaps at the pubic symphysis. Running 2 0 vicryl suture was used to close the incisions. Skin staples were then used. Dressings and abdominal binder were applied. The drains were hooked to bulb suction. All counts were correct x3. The patient tolerated procedure well. The final needle, sponge and instrument counts were correct x2, and the patient was stable in the room at the time of this dictation.¿ (B)(6) 2018: (B)(6) , md; william racine, pa, mhs. Pathology report. Case: (B)(4). Specimens: 1. Pannus. 2. Other, explanted mesh, abdomen. 3. Soft tissue, skin, fascia, debrided mesh (abdomen). Final diagnosis: result: 1. Pannus; abdominoplasty: skin and subcutaneous tissue weighing 7140 g. 2. Mesh; removal: synthetic material. 3. Skin and subcutaneous tissue, abdomen; debridement: inflamed, hemorrhagic, granulation tissue with abundant foreign body giant cells. Gross description: result: 1. Received labeled with the patient¿s name and ¿pannus¿ is a 7140 g aggregate of skin with subcutaneous tissue. The skin is tan and wrinkled. The large piece of skin displays a 1.3 cm retracted and probably umbilicus. The specimen is excised to a depth of at least 8.0 cm. The cut surface displays lobulated adipose tissue with some thin fibromembranous tissue and blood vessels. This is for gross only. No sections are admitted. 2. Received labeled with the patient¿s name and ¿explanted mesh¿ is a 10.3 x 8.0 cm portion on synthetic mesh. There are several sutures and metal spring-like devices around the periphery of the tissue. There is essentially no attached soft tissue. This is for gross only. No sections are submitted. 3. Received labeled with the patient¿s name and ¿skin fascia debridement¿ is a 7.5 x 7.2 x 4.0 cm portion of focally fragmented cauterized subcutaneous tissue. There is a fragmented strip of skin that is 4.0 x 0.7 cm. The specimen is serially sectioned. The cut surface displays a probable abscess cavity measuring 5.0 x 4.0 x 2.0 cm. Representative sections are submitted labeled. A skin with abscess, b additional abscess. Microscopic description: result: 3. The microscopic findings support the diagnosis. (B)(6) 2018: (B)(6) , apnp. Discharge summary. Discharge diagnosis: recurrent ventral hernia, abdominal pannus, infected mesh. She has had recent cellulitis which is thought to be secondary to possible infected mesh. Also had recurrence of ventral hernia. Hospital course: underwent procedure. Hypotensive initially the night after surgery. Multiple fluid boluses. Hemoglobin did drift down slightly. Placed on bedrest, blake drain output improved. Responded well to fluids. Allowed to mobilize once blood pressure was stable. Incisions clean dry and intact. Pain tolerable with oral narcotics. Had urinary retention postoperatively, required several straight catheterizations. Now voiding on own. On day of discharge she is hemodynamically and medically stable. Ambulatory and is off oxygen. Tolerating diet and stable for discharge home. Discharge instructions: abdominal binder at all times. No lifting greater than 10 lbs. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 2 for manufacturing evaluation. Conclusions code remains unchanged.

Manufacturer narrative:
H6: updated results code 1 for sterilization evaluation. Conclusion code remains unchanged. H6: added method/results/conclusions code 2 for manufacturing evaluation.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ it should be noted with use of the device in patients with the potential for growth, tissue expansion, or significant change in body habitus, the surgeon should be aware that the device will not stretch or change with the patient¿s body. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04166634. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2006 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infected mesh and removal. Additional event specific information was not provided.